Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that a cutter was stuck inside the attachment device due to the cutter being broken. Therefore, the reported condition was confirmed. It was determined that the cutter being broken was caused by exerting excessive lateral side to side force or loading on the device while in use. It was further determined from the photograph of the cutter that it had black, discolored areas on its surface. It was determined that the presence of corrosion and discoloration on the surface area indicated that the device was autoclaved after the procedure and before it was sent in. The assignable root cause was determined to be due to failure to follow cleaning, sterilization, and/or maintenance procedures per the directions for use and mechanical stress which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the cutter device was broken inside the attachment device. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.